Event description:
It was reported that the patient had an MRI 08/2007 in relation to removing a granuloma. The hcp reported that the patient had thrombosis in her spinal cord area and that the granuloma was a secondary issue. No patient symptoms were reported. The pump was programmed to deliver morphine (concentration and dose were not reported). Additional information has been requested, a follow-up report will be submitted if additional information becomes available.